Manufacturer narrative:
H3 other text : device has not been yet returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation CPAP pro device's sound abatement foam. The patient has alleged copd. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation CPAP pro device's sound abatement foam. The patient has alleged copd. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The manufacturer received new and relevant information on 06/27/2025. The device was returned for lab investigation by pil, during the external and internal investigation it is observed that evidence of sound abatement foam degradation/breakdown was observed in this device, pil could not verify airflow, blower motor impellor seized, outlet port side of the blower box has foam that is out of place and degraded, the presence of sound abatement degradation was confirmed using a fitt (foam integrity test tool), pil was able to confirm the presence of degraded sound abatement foam in the device, 1 error logged, pil was able to get care orchestrator information from device, missing air inlet seal, missing one non-slip pad on bottom enclosure, unknown contamination at the air inlet, unknown brown contamination in the iso port, unknown brown specks in the bottom enclosure, unknown white dust-like contamination was on top of the blower motor and the blower motor seal, potential mineral deposit spots on the bottom of the blower motor indicating potential water ingress, potential mineral deposit spots on the bottom of the blower box, indicating potential water ingress, potential insect infestation on and throughout device, blower motor impellor seized. Pil was unable to address the symptom specified.